Event description:
The initial reporter stated they received discrepant results for three patient samples tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c 503 analytical unit. The first sample initially resulted in an hba1c value of 11.50 %. The sample was repeated using an unknown competitor method on (B)(6) 2026, resulting in a value of 8.96 %. The second sample initially resulted in an hba1c value of 12.0 %. The sample was repeated using an unknown competitor method on (B)(6) 2026, resulting in a value of 8.96 %. The third sample initially resulted in an hba1c value of 9.08 %. The sample was repeated using an unknown competitor method on (B)(6) 2026, resulting in a value of 7.11 %.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.